Event description:
Customer reports four incidents of blood leaks during 26 days during pt treatment on use numbers 2,2,3, and 8. Noted by blood leak alarms and visible blood in the dialysate hoses. Confirmed with hemastix. Estimated blood loss was 200 cc's per incident. Treatment were resumed with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions reported.